Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,(B)(6) 2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed. A field service engineer (fse) confirmed that the tower door 3 plexiglass had come off its hinge. Then the fse contacted with the customer about the issue, after that the onsite, saw tower door that was not attached to the hinge due to severe damage. The fse removed tower door hinge and installed entire door with new hinge to the tower cabinet. After that the tower door closed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a door broken. The customer reported that a malfunction occurred took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.